Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring intervention. A pulmonary vein isolation (pvi) was performed and there were no problems with the operation of the stsf in ablation the rpv and the lpv. Cavotricuspid isthmus (cti) ablation procedure was started about 80 minutes after the insertion of the stsf to the patient¿s body (about 100 minutes after the start of the procedure). At the initial ablation of the cti, a popping sound like something dropped was confirmed. Immediately after that, the physician removed his foot from the foot pedal. From the situation, the physician judged that a pop occurred. The ablation procedure was terminated approximately 40 min after the pop. There was no problem in confirming whether the effusion occurred or not, by intracardiac echo and vital signs did not change. For about 5 minutes after pop occurred, patient vital was checked. Since there was no change, the power setting was changed from 40 w to 35 w, and procedure was continued. Atrial septal puncture was performed by rf needle. While the patient was awake, the physician and the patient verbally checked whether there was any change in the physical condition or any strange feeling in the patient¿s body, and the patient replied that there was no change. At the time the patient left the catheter room, blood pressure was sbp 116/dbp 93/mbp 100. No other problems. After a certain period after the patient returning to the room, the patient complained of mild chest pain. A body surface echo showed a small amount of pericardial effusion, after which emergency treatment were taken. The patient is currently recovering at the time of the call. The physician's opinion on the relationship between the event and the product was that a pop occurred for the first time in a long time, but uncertain on the cause of the pop. Because of the anatomical location of cti, blood flow may be low, or tissue characteristics may be related. Also, the high power of 40 w was considered to be the cause. Ablation of the posterior wall of the left atrium, where blood flow is actually present, has never caused any problems. No abnormalities were observed prior to use or during use of the product. The generator used was a smartablate generator. No error message was observed. First aid was given. Pericardial drainage was probably performed. No extended hospitalization was required. The patient was discharged from the hospital on (B)(6) 2022 as scheduled. No relevant tests/laboratory data. No other relevant history. A transseptal puncture was performed. A radiofrequency (rf) needle was used. An irrigated catheter was used in the event, the flow setting was pre 1sec, post 1sec, high flow 30w: 8ml/min, high flow 31w: 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation, there was no issue observed. Real time graph; dashboard; vector; visitag force visualization features were used. The visitag module was used, the parameters for stability used were: range 2; time 3sec; fot 3 ; tag size 2mm. No additional filter used with the visitag. Tag index color option was used.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-oct-2022. It was reported that a female patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring intervention. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all device features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number 30814238l, and no internal actions related to the complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).